Event description:
The physician achieved arteriotomy closure using the closer tsl 6 fr device in 2001. The patient, who had had at least one prior procedure, experienced pain and chills a day after the diagnostic procedure and subsequent closure. The patient was administered oral antibiotics from a family physician, and 6 days later, was admitted to the hospital. Upon admission, the patient was cultured and found positive for mrsa in blood and puncture site. The patient expired 28 days later.